Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the day after onset. The patient was treated with unknown intraperitoneal antibiotics for the event. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.